Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009 the patient had an inflatable penile prosthesis implanted. On (B)(6) 2010 the patient had a revision surgery. It was unclear if the previous 1.5 rear tip extenders (rte) were replaced by the 1.0 cm rte or if they were added to the existing 1.5 rte.